Event description:
It was stated that the customer was taken to the emergency room with high blood glucose levels and ketones. The reported blood glucose reading was 387 mg/dl. The caller stated that the infusion set was changed three times because the customer was not getting any insulin. The customer was not feeling well, and could not keep anything down. The caller stated that she was treated with fluids and was given a manual injection. The customer changed the infusion set again, and had no problems after that. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.